Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had a red alert for monitoring has been disabled for unknown reason. Boston scientific technical services (ts) discussed to contact the patient device following clinic and follow the plan of care. The device remains in service. No adverse patient effects were reported.